Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. A review of the device history record for (B)(6) was performed from date of manufacture 03/10/2015 o the present date 10/7/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Multiple led display segment failure. It was reported there was no patient involvement. 2020-007431-353578.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/10/2015 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that multiple led display segment failed on the device. There was no patient involvement.